Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The customer reported to have completed the repair. The customer replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision and performed extended self-testing on the device and all tests passed.